Event description:
Complainant alleged that the medics were attempting to defibrillate a 48 year old female patient who was in cardiac arrest. The medics were using a multi-function cable with the device, but that cable somehow became cut. The medics obtained another cable and connected it to the device and patient and then began to monitor the patient. The patient then presented a ventricular fibrillation heart rhythm. The clinicians charged the device, but when they attempted to shock the patient, the device would not discharge. The medics performed CPR on the patient as she was transported to the "stab room", where she was pronounced by the physician. The patient subsequently expired.